Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient alleged that the cgm values displayed at home leading up to the event were lower than her actual bg level. On (B)(6) 2023, the patient felt unwell and thought she had a cold. The cgm value was 400 mg/dl. Although she had a glucometer at home, no bg value was taken for comparison. The patient self-treated with humalog insulin (6 units) but the cgm value remained 400 mg/dl after 30 minutes, so she self-administered an additional 6 units, but the cgm value did not change. She was afraid to take any more insulin. She vomited, felt worse and thought she had the flu. She took acetaminophen (unspecified amount) and went to bed. She slept poorly and in the morning the vomiting continued and she felt very weak and was unable to think clearly. She asked her daughter to call a nurse who advised them to call 911. After paramedics arrived they checked her bg. No bg or cgm values were specified. Paramedics started IV saline and administered an antiemetic. She did not remember names of the medications she received during the event. At the ER she was diagnosed with ketoacidosis, dehydration, and slight pneumonia. Labs and unspecified tests were ordered. Hospital staff believed the sensor to be inaccurate, (values bg 321 mg/dl and the cgm was 278 mg/dl after admission). After 3 days she was discharged in stable condition, although she felt weak, she continued to improve at home. No data was provided for evaluation. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.